Manufacturer narrative:
The field service engineer checked the sample and determined black fibers and a slanted gel. He checked the sample probe and the air purge; all looked good. He performed mechanical and operational checks which passed successfully. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect k (potassium) and cl (chloride) for gen.2 on a cobas pro ise analytical unit. The sample initially resulted in a k value of 4.4 mmol/l and repeated as 3.9 mmol/l. The sample initially resulted in a cl value of 118 mmol/l and repeated as 102 mmol/l. The repeat results were deemed correct. No questionable result was reported outside of the laboratory. The k and cl electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The investigation determined the issue is consistent with a preanalytical handling issue.